Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva tractip laser fiber was used during a laser lithotripsy for renal calculi procedure performed on (B)(6) 2014. According to the complainant, during preparation, the laser fiber energy became weak and stopped working. It was noted that the laser fiber connector overheated. The procedure was completed with another flexiva laser fiber.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 4.0 mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber is broken within the connector. Additional examination under magnification revealed that the fiber tip showed signs of minimal normal degradation. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was extremely weak. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 05, 2014 that a flexiva tractip laser fiber was used during a laser lithotripsy for renal calculi procedure performed on (B)(6) 2014. According to the complainant, during preparation, the laser fiber energy became weak and stopped working. It was noted that the laser fiber connector overheated. The procedure was completed with another flexiva laser fiber.

Manufacturer narrative:
(B)(4) fiber connector overheats. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.